Manufacturer narrative:
This report is being supplemented to report the results of the investigation. The device referenced in this report was not returned for physical evaluation. Multiple attempts were made to contact the authoring physician for additional information with no response, therefore this investigation is based on information provided in the literature article. A device history record (DHR) review could not be conducted since no serial number was provided. A review of the device labeling was conducted to determine potential mishandling of the scope. There was no information to indicate misuse. Conclusion: no abnormality or malfunction of the device was reported. The definitive cause is not established.

Manufacturer narrative:
The device referenced in this report was not returned to the olympus for evaluation. The cause of the customer's experience can not be conclusively determined at this time. Additional information is being pursued. Should additional information be provided, this report will be updated accordingly.

Event description:
It is reported in the article eus directed transgastric ercp (edge) versus laparoscopy-assisted ercp (la-ercp) for roux-en-y gastric bypass anatomy a multicenter early comparative experience of clinical outcomes appearing in the journal of clinical gastroenterology (2018), that one patient in the edge group experienced major pancreatitis. In the edge group, the first (of three) stage of the procedure was performed using either an olympus or a pentax echoendoscope, and either an olympus or boston scientific guidewire. In the second (of three) stage, the procedure was performed using a standard duodenoscope manufactured by either olympus or pentax. In the third (of three) stage, the procedure was performed using an olympus therapeutic endoscope. It is unknown what treatment was provided as a result of the major pancreatitis experienced by the one patient in the edge group. In the la-ercp, an unspecified manufacturer's duodenoscope was used to perform the ercp. In the la-ercp group there were a total of eight patients experiencing adverse events (perforation n-2, intraperitoneal abscess n-2, wound dehiscence n-1, bleeding n-1, abdominal wall seroma n-1, and cellulitis n-1). This report is being submitted conservatively to report potential impact of the olympus scope used in the edge group for the adverse event of major pancreatitis.